Event description:
It was reported that after zeroing, the pressure was at 50mmhg more than the actual pressure valve on the monitor before use. No patient complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.